Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope exhibited a white foreign object inside of the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: peak characteristics of silicic acid and organic silicon were observed, so there is a possibility that the foreign object is from a drug (defoaming agent, lens anti-fogging agent, etc.) Or tap water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.